Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial/batch: (B)(6).

Event description:
It was reported that the patient developed an infection at an unspecified location. The patient was administered several courses of antibiotics. The patient underwent an explant of their spinal cord stimulation (scs) system. No additional adverse patient effects were reported. Additional information was received that the location of the infection was at the implantable pulse generator (ipg) site, with evidence of previous inflammation around the clik anchor site. The patient experienced intermittent raised inflammatory markers with c-reactive protein (crp) levels greater than 100 mg-l. The patient experienced pain at the ipg site, experienced a low-grade pyrexia (fever), and generally felt unwell. In addition, there was a small fluid collection in the ipg pocket. A culture was taken which showed plus-minus for staphylococcus aureus, indicating that the presence of this bacterium is borderline or uncertain. The physician does not know if the infection is device related and noted that the patient did not undergo a recent procedure that may have caused or contributed to infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6); brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Event description:
It was reported that the patient developed an infection at an unspecified location. The patient was administered several courses of antibiotics. The patient underwent an explant of their spinal cord stimulation (scs) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes that the reported event of infection and pain at the ipg site are known inherent risks with use of the devices, as documented in the instructions for use (IFU). Device history record review: a review of the manufacturing documentation for these devices revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: sc-1232, serial number (B)(6): the returned ipg displayed typical characteristics throughout the visual assessment, and the sterilization record review did not find any deviations or anomalies that could have contributed to the reported event. Sc-2317-70, serial number (B)(6): the devices both passed visual inspection. Labeling review: a product labeling review did not reveal any anomalies as it states that possible surgical procedural risks are temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. In additional it states that persistent pain at the ipg or lead site are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Risk review: a review of the wavewriter alpha was completed and confirmed that the event of infection, staphylococcus aureus was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all available information, the returned devices passed inspection and revealed no anomalies. External visual inspection of the ipg revealed no abnormalities, and the sterilization record review did not find any deviations or anomalies that could have contributed to the reported event. The labeling review confirmed that the reported events are commonly known risks associated with implanting a pulse generator as part of a system to administer spinal cord stimulation.

Event description:
It was reported that the patient developed an infection at an unspecified location. The patient was administered several courses of antibiotics. The patient underwent an explant of their spinal cord stimulation (scs) system. No additional adverse patient effects were reported. Additional information was received that the location of the infection was at the implantable pulse generator (ipg) site, with evidence of previous inflammation around the clik anchor site. The patient experienced intermittent raised inflammatory markers with c-reactive protein (crp) levels greater than 100 mg-l. The patient experienced pain at the ipg site, experienced a low-grade pyrexia (fever), and generally felt unwell. In addition, there was a small fluid collection in the ipg pocket. A culture was taken which showed plus-minus for staphylococcus aureus, indicating that the presence of this bacterium is borderline or uncertain. The physician does not know if the infection is device related and noted that the patient did not undergo a recent procedure that may have caused or contributed to infection.

Manufacturer narrative:
Sc-1232, serial number (B)(6): the returned ipg passed inspection and revealed no anomalies. Sc-2317-70, serial number (B)(6): the returned leads passed inspection and revealed no anomalies.

Event description:
It was reported that the patient developed an infection at an unspecified location. The patient was administered several courses of antibiotics. The patient underwent an explant of their spinal cord stimulation (scs) system. No additional adverse patient effects were reported. Additional information was received that the location of the infection was at the implantable pulse generator (ipg) site, with evidence of previous inflammation around the clik anchor site. The patient experienced intermittent raised inflammatory markers with c-reactive protein (crp) levels greater than 100 mg-l. The patient experienced pain at the ipg site, experienced a low-grade pyrexia (fever), and generally felt unwell. In addition, there was a small fluid collection in the ipg pocket. A culture was taken which showed plus-minus for staphylococcus aureus, indicating that the presence of this bacterium is borderline or uncertain. The physician does not know if the infection is device related and noted that the patient did not undergo a recent procedure that may have caused or contributed to infection.